Manufacturer narrative:
The sureform 60 stapler instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The probable root cause of failure to deliver staples may be attributed to either device design or use conditions. Regarding design, the instrument I-beam assembly can be broken due to broken gear teeth and/or gear supports. Regarding use, the sureform stapler instrument may experience firing issues if it detects too much tissue in the crotch of the jaws or the potential for inadequate tissue thickness. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: it was alleged that the stapler misfired with unknown cause. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument misfired. There was no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) received mw5113221 stating: "robotic stapler mis-fired. FDA safety report ID # (B)(4)." Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.